Event description:
Due to my insurance coverage changing, I was recently switched to the true metrix blood glucose monitoring system. I have compared the readings on this system to current readings from two other blood glucose monitors (a one touch ultra and a relion). The readings on the true metrix are off by as much as 40 points. If I had treated a false high blood sugar with insulin (I have type 1 diabetes), it would have resulted in severe hypoglycemia. Similarly if I treated a falsely low reading with additionally glucose, I would have suffered from hyperglycemia. This meter is wildly inaccurate. There are many complaints online about this meter behaving the same way. At this point, this meter is useless in assisting me in managing my type 1 diabetes. I even purchased a second true metrix meter and it behaves the same way with false highs and lows.